Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a.

Event description:
It was reported that "two patients who had procedures using the same kit, developed a deep infection. Both patients needed to be hospitalized and had to have an incision and drainage of an abscess which formed along the catheter tract. The nerve block kit used on both patients had the same lot number". Additional information received states that "[patient] developed neuropraxia with subsequent foot drop, suspected transient loss of motor sensation, cellulitis at wound cath site, and an abscess. Required hospitalization (B)(6) 2026) and I & d of the abscess on (B)(6) 2026. Was discharged home (B)(6) 2026) with an open wound with daily wound care/packing of the wound. Surgery was on (B)(6) 2026, the catheter was removed on (B)(6) 2026 and within a few hours noted an expanding red area on the skin. Ed visit on (B)(6) and readmitted on (B)(6) 2026. Cultures (+) mssa. As of (B)(6) 2026 popliteal nerve neuropraxia with foot drop and loss of motor function remains. The wound remains open". Information further states "our results from bacterial strain typing by next generation sequencing indicate that the two samples from the catheter infections are unrelated". See associated MDR 9680794-2026-00353.